Event description:
The customer reported a falsely positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample, on the same analyzer, recovered a lower result within the normal reference range. The erroneous result was released out of the laboratory, and the patient was admitted to the hospital and given heparin drip. There has been no report of current patient outcome to date. The patient was scheduled to be transported to another hospital before the erroneous result was identified. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated the sample was a partial collection (approximately half full) and allowed to clot for approximately 10 minutes prior to centrifugation. Beckman coulter recommends collection tubes be filled to within 10% of maximum volume and allowed to clot for 30 minutes. The customer inspected the sample post-analysis and noted the presence of fibrin. Access accutni instructions for use specifically states: remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results. The customer stated quality control (qc) was within the laboratory's established limits prior to the event. The patient sample was collected by the emergency room (ER) staff in a 13x100ml plain red top tube, approximately half full. The tube was allowed to clot for approximately 10 minutes and centrifuged at 3,500 rpm (rotations per minute) for nine minutes at room temperature. There were no system errors in the event log. Qc is performed once every twenty four hours at approximately 03:00 hours.